Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 95% stenosed target lesion was located in a coronary artery. A 28 x 4.00mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the stent was dislodged. The stent was removed with the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 4.00 x 28mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified proximal stent damage. Proximal strut segments 1-2 were damaged and lifted distally. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the device revealed multiple hypotube kinks. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is not confirmed; returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 95% stenosed target lesion was located in a coronary artery. A 28 x 4.00mm promus premier drug-eluting stent was advanced to treat the lesion. However, the stent was dislodged. The stent was removed with the guide catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.